Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: cib (B)(4) sm rep, getting hot and burning smell, po ack letter the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) other equipment being used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.